Event description:
It was reported that dissection occurred following balloon angioplasty, requiring additional intervention. On (B)(6) 2026, the subject underwent treatment of the left superficial femoral artery involving the proximal, mid, and distal segments using two ranger drug-coated balloons. The first study device was a 6 mm x 200 mm, 150 cm balloon inflated once to a maximum inflation pressure of 10 atmospheres for 180 seconds. The second study device was a 6 mm x 100 mm, 135 cm balloon inflated once to a maximum inflation pressure of 10 atmospheres for 180 seconds. Following balloon angioplasty, dissection was observed and an eluvia drug-eluting stent was placed for treatment. The event was assessed as resolved.